Manufacturer narrative:
Pt age: unk. Pt weight: unk. Implant date: na. Explant date: na. (B)(4). Evaluation codes: method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. Claim # (B)(4).

Event description:
The reporter stated a 12.6mm micl 12.6 implantable collamer lens was broken. There was no patient contact. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the facility reported the lens tore during the loading process, due to a loading error. The backup lens was implanted.